Manufacturer narrative:
Samples received: 1 open unit. Analysis and results: there are no previous complaints of this code batch of which 4,000 units were manufactured and distributed entirely in the us. There are no units in stock. We have received one open unit that has been checked and a defect has been found in the ampoule as can be seen in the enclosed picture. Because of that defect, the glue was leaked and crystallized inside the ampoule due to the crack. The ampoules manufacturer has been informed accordingly and analyzed the involved ampoules. Results are that the root cause of the crack in the ampoule cannot be identified. Therefore the manufacturer do not attribute the failure to the problems with the mould. The ampoules of this batch were produced after the ampoules manufacturer did an improvement in the moulding process. Neither b. Braun nor the ampoules manufacturer has been able to determine the root cause of the defect with only one ampoule received. In consequence, further corrective actions cannot be proposed. This complaint is the first received after the actions taken by the ampoule manufacturer. We consider that this is an isolated unit. Final conclusion: taking into account that the results of sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. This is the first complaint received after the ampoule supplier took measures in order to avoid this defect.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that when the package was open the liquid had leaked and had crystallized. No harm to the patient and no surgical delays reported.